Manufacturer narrative:
On 31-dec-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-jan-2025, the product investigation was completed. It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a pericardial effusion that required pericardiocentesis and drain placement. First, it was reported that the ep (electrophysiology) recording system were displaying artifact on all ablation electrograms. To troubleshoot, the catheter cable was replaced without resolution. The catheter was replaced and the procedure was continued. Then it was reported that post ablation, on the left side, the patient checked with intracardiac echo and noticed a pericardial effusion. Checking for an effusion is part of their normal process, there were no hemodynamic changes. The physician performed a pericardiocentesis. The patient was sent to the intensive care unite with drain that was removed later that evening after tee (transthoracic echocardiogram) was clear. The patient fully recovered. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31431939l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Also, the electrical issue reported could not be replicated. Regarding noise, the carto 3 IFU states: the carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a pericardial effusion that required pericardiocentesis and drain placement. First, it was reported that the ep (electrophysiology) recording system were displaying artifact on all ablation electrograms. To troubleshoot, the catheter cable was replaced without resolution. The catheter was replaced and the procedure was continued. Then it was reported that post ablation, on the left side, the patient checked with intracardiac echo and noticed a pericardial effusion. Checking for an effusion is part of their normal process, there were no hemodynamic changes. The physician performed a pericardiocentesis. The patient was sent to the intensive care unite with drain that was removed later that evening after tee (transthoracic echocardiogram) was clear. The patient fully recovered. The physician is unsure why the patient developed an effusion. He was not giving long lesions, force was within his normal range. No high force, no impedance changes, no steam pops noted by physician. Just 20 minutes before the event was noted there was no effusion. Act (activated clotting time) on heparin was therapeutic between 300-350. Effusion noted post procedure during standard post scan workflow. No changes in patient hemodynamic noted by anesthesia. Heparin stopped. The physician reported that the pericardial tap was "dry" and only fluid was located posteriorly. Prior to protamine given the effusion began to resolve on its own. The physician did drain 90 ml. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).